Manufacturer narrative:
Concomitant medical products: product ID: 3093-2,8 lot# v132116, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had a surgery about 3 weeks after implant , moved her neurostimulator (ins) lower because it was right on patient¿s under panty and the tops of her shorts and skirts were rubbing across the implant site. The patient stated "they had a horrible time getting this thing going" and she was in so much pain. The new managing health care provides stated that the other hcp would have placed it higher. The pain the patient was referring to was normal post-surgical pain. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes information available.